Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the generator was programmed to 2 hz versus 20 hz. The nurse also reported that the patient experienced an increase in seizures below pre-vns levels and added that his mother stated that 'the magnet was not working like it usually does." The patient's events resolved once the device was programmed back to 20 hz.